Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas c 501 module. The initial na results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas c 501 module. Sample 1's initial na result was 166 mmol/l, and the repeat na result was 141 mmol/l. Sample 2's initial na result was 167 mmol/l, and the repeat na result was 140 mmol/l. Sample 3's initial na result was 166 mmol/l, and the repeat na result was 141 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer found a "significant amount of water" on top of the cuvette covers. The field service engineer found a dislodged vacuum tube from the rinse mechanism and he repositioned the tubing. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.